Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the aged article reported, one patient in which a prevalence of a deep vein thrombosis as a perioperative complication was reported. It is unknown how was this complication treated. Per the complaint, no contact information is available for this literature case. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
On the literature article named "use of an intramedullary hip-screw compared with a compression hip-screw with a plate for intertrochanteric femoral fractures", the authors of the study reported that, during the use of imhs for treatment of intertrochanteric femoral fractures in elderly patients, there was 1 patient in which a prevalence of a deep vein thrombosis as a perioperative complication was reported. It is unknown how was this complication treated.